Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 127 mg/dl. Customer stated the display of the pump is blank even after inserting new battery. Customer was advised the pump needs replacement.

Manufacturer narrative:
The device was received with blank display due to missing battery tube spring. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify display anomaly due to blank display. The device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.